Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on (B)(6) 2017 the patient was treated in the hospital for elevated blood glucose (bg) over 1000 mg/dl with nausea, vomiting, and unspecified ketones. The patient was reportedly treated with intravenous fluids and other unspecified treatment and resumed insulin pump therapy with the same pump. Troubleshooting determined that the patient was not properly completing prime and fill cannula steps, resulting in the patient not receiving enough insulin. No pump defects were found during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.